Manufacturer narrative:
(B)(4). The insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had long crack beginning from the top to all along the length of battery tube. No harm requiring medical intervention was reported. The device will be returned for analysis.